Event description:
The user facility reported that a portion of the cannula was damaged during a procedure in the jugular vein. The following information was provided by the user facility: an anesthetic injection was conducted twice using a metallic needle; the metallic needle scratched the cannula resulting in the tip of the cannula breaking off; the detached material was removed from the patient using a snare catheter; and the initial procedure was completed successfully.

Manufacturer narrative:
The involved device was not returned for evaluation and the lot number is not known. Therefore, the failure investigation was limited to assessment of information provided by the user facility and evaluation of a sample from a current production run. Inspection and testing of the sample found no defects or anomalies and confirmed that product performance specifications were met. Although the cause of the reported event cannot be definitively determined, the event description is most consistent with the plastic cannula having been partially cut by a sharp object, such as the introducer needle, followed by a pulling force during removal which lead to separation of the distal portion of the cannula. There is no indication that there was any relation to a device defect or malfunction. The labeling does address the potential for such an event in the instructions-for-use. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).